Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 500 mg/dl. The customer treated with the manual injection. The customer experienced the symptoms related to high blood glucose was thirst and fatigue. Troubleshooting was done for high blood glucose and under delivery. The customer reported that the infusion set cannula was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The auto mode was not active to deliver the insulin. The insulin pump will be and infusion set will not be returned for analysis.